Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after a software upgrade, the co2 is no longer on the monitor. There was no reported patient involvement.